Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both intact. The investigation found the top and bottom cases not broken. The pump event history showed a battery communication timeout, also base hardware failure in the error history log (ehl). The evaluation was performed, and the reported issues were not duplicated during power on pump process. The cause of and root cause of the reported issue was unable to be determined. The technician replaced the battery and interconnect board for preventive measures. Performed power up process which passed.

Event description:
It was reported that a battery communication error and base hardware failure errors was observed. No patient injury was reported.